Manufacturer narrative:
Results: the returned catheter was ovalized at approximately 137.0 cm from the hub. The guidewire lumen appeared damaged but not punctured at the same location. There was a mild bend on the proximal length of the device. Conclusions: evaluation of the returned catrx revealed damage on the distal 3 cm of the returned device. The catheter was slightly ovalized on the distal length and the guidewire lumen was damaged on the same location. A demonstration guidewire was able to be advanced through the guidewire lumen without issue. It was reported that the clot being aspirated was tough chronic clot and the catrx was torqued in attempts to remove it all. The chronic clot and attempts to torque the device likely contributed to the damage seen on the catrx distal tip. Further evaluation revealed a minor bend on the proximal shaft. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit. During the procedure, the physician experienced difficulty getting distal thrombus to clear with an indigo system catrx aspiration catheter (catrx) and, consequently, the physician needed to torque the catrx to aspirate the chronic clot. The physician then felt resistance while retracting the catrx out of the guide catheter. The procedure was completed using the catrx. However, at the end of the procedure, it was reported that the tip of the catrx appeared to have collapsed under aspiration. There was no report of an adverse effect to the patient.